Event description:
It was reported the clinician delivered the device to the biomed with self-test error. The device was restored to service. No information was received indicating patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.